Manufacturer narrative:
Exemption number e2019001. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a transcatheter aortic valve implantation (tavi) procedure. Reportedly, no pulsatile flow was seen at the proglide marker lumen. The device was inserted too far inside of the patient and the proglide device was deployed. On removal of the proglide, the suture came out with the device. A layer of the arterial wall was reportedly attached to the device. Surgery was performed to repair the artery and achieve hemostasis. There was a clinically significant delay in the procedure. Hospitalization was extended due to the surgical intervention. The physician is reportedly not trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Reportedly, the physician is not trained in the use of the proglide device. It should be noted that the proglide instructions for use (IFU), states: this device should only be used by physicians (or (B)(6), authorized by, or under the direction of, such physicians) who are trained in diagnostic and / or interventional catheterization procedures and who have been trained by an authorized representative of abbott vascular. The IFU, also states: verify marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. Do not use the perclose proglide smc device if the marker lumen is not patent. Additionally it states: gently pull the device back to position the foot against the arterial wall. Although the IFU deviations may be related to the status of training, a trained physician was present during the procedure a review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported tissue damage (vascular injury) is listed in the proglide instructions for use (IFU), potential adverse events section as a potential complication associated with the use of suture-mediated closure devices. In the absence of device returned for analysis, a conclusive cause for the reported suture malposition and marker lumen obstruction of flow could not be determined. The reported patient effect of tissue damage is a known inherent risk of the procedure. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Event description:
Subsequent to filing of the initial medwatch report, additional information was received. Calcification was present at the access site. No additional information was provided.